Event description:
During a ventricular tachycardia procedure with complex setting and non-abbott device (impella heart pump by johnson and johnson), a pericardial effusion occurred which required a pericardiocentesis. At the end of the procedure, a drop in blood pressure was noted. An ultrasound was done which revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.